Event description:
During the procedure, channel one on the generator was not able to conduct the sensory and motor response test and the procedure was cancelled as a result. There were no adverse consequences to the patient. The generator was later replaced and the issue was resolved.

Manufacturer narrative:
Additional information: b5.

Event description:
During the procedure on (B)(6) 2022 channel one on the generator was not able to conduct the sensory and motor response test and the procedure was cancelled as a result. There were no adverse consequences to the patient. The patient was rescheduled for (B)(6) 2022, but the same generator experienced the same issue. The patient was not prepped on (B)(6) 2022. The patient then came back on a later date and the procedure was able to be completed with a different generator with no adverse consequences to the patient.